Event description:
The electrical hand control and pt safety pad on the nuclear medicine camera failed. Pt was in a recumbent lateral position for exam. The upper detector head of the camera came in contact with the pt and the safety pad did not engage. The electrical hand control did not function correctly to raise the detector head. Pt complained of pain and difficulty in breathing. Emergency kill switch was activated. Efforts to free pt did not work. Three men physically forced the detector head up so pt could slide off of table.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, electrical problem. Conclusion: device failure occurred and was related to event, intermittent failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.